Event description:
During customer training, a siemens applications specialist extended the flat panel imaging device (fpp) using the motion enable switches. The fpp reportedly stopped moving and therefore the operator released the motion enable switches. Before the operator could depress these switches again to attempt to re-initiate the movement, the fpp reportedly moved without any command from the operator. The investigation showed that this issue occurred due to a timing error in the motion enable switches. An update to resolve this issue is currently under development. It is important to note that the red emergency stop button that stops all system movement remains functional if this issue occurs.